Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and after a successful grasp the grippers were lowered, however, it was observed the grippers were coming out the sides. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported improper or incorrect procedure or method could not be replicated in a testing environment as it was related to user error. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user error of curving the device more than 90 degrees. It should be noted that the mitraclip system instructions for use (IFU) warns ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury¿. In this case, it was reported that the user curved the cds more than 90 degrees and this deviation appears to contribute to the reported gripper actuation issue." There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 2017 - failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, additional information was received stating that the clip delivery system (cds) was curved more than 90 degrees. No additional information was provided.